Event description:
It was reported that the suture carthridge kept falling off the connector. It got inside the patient but it was removed. A backup device was available to complete the procedure with no significant delay or patient injuries reported

Manufacturer narrative:
The reported smartstitch perfectpasser suture cartridge, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, suture cartridge kept falling off the connector.¿ without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect suture cartridge loading. (2) damaged suture cartridge. Or (3) tissue thickness. Incorrect suture cartridge loading on to the concomitant connector, damaged suture cartridge used and tissue thickness can result in device failure. The instruction for use (IFU 62516) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: (1) care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. (2) suture is indicated for use in approximation and/or ligation of soft tissue including the use of allograft tissue for orthopedic surgeries. (3) users should be familiar with surgical procedures and techniques involving nonabsorbable sutures before employing the use of magnumwire sutures for wound closure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information provided.

Manufacturer narrative:
The reported smartstitch perfectpasser suture cartridge, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. From the information provided, suture cartridge kept falling off the connector.¿ without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incorrect suture cartridge loading. Damaged suture cartridge. Or tissue thickness. Incorrect suture cartridge loading on to the concomitant connector, damaged suture cartridge used and tissue thickness can result in device failure. The instruction for use (IFU 62516) was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The IFU states: care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Suture is indicated for use in approximation and/or ligation of soft tissue including the use of allograft tissue for orthopedic surgeries. Users should be familiar with surgical procedures and techniques involving nonabsorbable sutures before employing the use of magnumwire sutures for wound closure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information provided.